Manufacturer narrative:
Conclusion: during a normal repair process a leaking rondo 2 rechargeable battery was discovered and started this investigation. It revealed a broken welding seam at the housing as well as multiple other mechanical damages were found. The rechargeable battery housing is broken and covered with leaking electrolyte, which also damaged the sleeve. It is very likely that the device got damaged by excessive mechanical stress. This is a final report.

Event description:
The device was received at hq. During a normal repair process a broken/leaking rondo 2 battery was found. According to the rrf there was optical damage. Per new information received the device could not be charged. It has been in use since (B)(6) 2019.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq. During a normal repair process a broken/leaking rondo 2 battery was found. According to the rrf there was optical damage.